Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/perforation (fallopian tubes)') and device expulsion ('migration of essure device to uterus/expulsion of essure device') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included endometriosis. Concurrent conditions included numbness, gestational diabetes, adenomyosis and leiomyoma nos. Concomitant products included ibuprofen since 2009, naproxen sodium (aleve) since 2009 and paracetamol (tylenol) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), rash papular ("dry, itchy skin/lifted rashes") and back pain ("lower back pain"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("infection ¿ urinary"), vaginal infection ("infection ¿ vaginal") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), abdominal distension ("severe bloating"), constipation ("constipation"), gastrointestinal pain ("digestive pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), mood altered ("mood changes") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2010, the patient experienced chest pain ("chest pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), tachyarrhythmia ("tachycardia with arrhythmia"), pain in extremity ("right leg pain"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery ((B)(6) 2018 ,hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, bladder disorder, urinary tract disorder, tachyarrhythmia, dysmenorrhoea, dyspareunia, chest pain, fatigue, constipation, gastrointestinal pain, alopecia, feeling abnormal, mood altered, urinary tract infection, vaginal infection, nausea, allergy to metals, rash papular, vaginal discharge, weight increased, back pain, pain in extremity and abdominal pain lower outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, vaginal haemorrhage, abdominal distension, vulvovaginal pain and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, chest pain, constipation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal pain, menorrhagia, mood altered, nausea, pain in extremity, pelvic pain, rash papular, tachyarrhythmia, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for chronic ,pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), fallopian tubes perforation. There were two trailing coils from the left tubal ostia and three trailing coils from the right side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus, bilateral fallopian tubes, cervix: cervix: no significant abnormality. Endometrium: secretory pattern. Myometrium: adenomyosis: leiomyomata. Serosa: no significant abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: low back pain. Pain chronic, right lower leg with pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: new events added: abnormal bleeding (vaginal), bladder problems, urinary problems, tachycardia with arrhythmia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device/migration of essure device to uterus, fatigue, severe bloating, constipation, digestive pain; hair loss, brain fog, mood changes, infection ¿ urinary, vaginal, nausea, nickel allergy, pain, dry, itchy skin, lifted rashes, vaginal discharge, weight gain. Event were clubbed, event onset date, event outcome were added. Reporter information were updated. Patient history, lab data, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2018, hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, fallopian tube perforation, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for chronic ,pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), fallopian tubes perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events "chronic, pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), fallopian tubes perforation, she did not underwent for confirmatory test" were added. Outcome of events "pain, bleeding" were updated as recovered. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.